Manufacturer narrative:
The failure as described by the customer's complaint appears to be an image loss due to high frequency interference from an esu equipment. However, due to the product not being returned and lack of information from the customer, this hazard could not be verified, and a root cause could not be determined. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported the scope was shorting out during a case when using cautery. Additional patient information is not available.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).